Manufacturer narrative:
Ge healthcare biomed inspected the unit. There was no evidence of fire and there was no evidence of water used on the device. There was no physical damage to the unit and the unit passed an electrical safety test. The allegation of fire was unable to be reproduced. The end user returned the unit to service and stated they are unsure if the description of the incident is accurate or occurred. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was alleged that fire? Was noted when heater doors were opened when hospital employee powered up the unit to initiate cleaning of the unit. Reportedly, the employee unplugged the unit and threw buckets of water onto the fire. There was no injury reported.